Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed during patient treatment due to water entering the air gas module. There was no harm to patient. (B)(4).

Manufacturer narrative:
The returned air gas module which regulate the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, several sub-tests failed during the pre-use checks and several alarms were generated during ventilation testing. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. Microscopic inspection showed corrosion inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of this component leads to inaccurate gas flow regulation which will be detected during the pre-use checks and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause for the delta pressure transducer's failure. The hospital has confirmed that the air supplied to the ventilator had too high of a water content. According to the user's manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.